Manufacturer narrative:
The customer¿s report that an IV tubing set disconnected while connected to a patient was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to other components. No anomalies were observed. The set was loaded into a pump, programmed to infuse at 125ml/hr for one hour, and no disconnections and/or separations occurred. During the functional test, the set distal luer was connected to a lab extension set luer and the luer-to-luer connection was moved around and tapped in an attempt to replicate the reported disconnection; no disconnections were observed. A leak test was performed and no leaks were observed. A dimensional analysis was performed and the tubing measured to be within specification. The root cause was not identified.

Event description:
The customer reported that an IV tubing set disconnected while connected to a patient. There was no report of patient harm. The customer had no other information to report.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.